Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7172630; medical device expiration date: 2020-07-31; device manufacture date: 2017-06-21; medical device lot #: 7229888; medical device expiration date: 2020-09-30; device manufacture date: 2017-08-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick injury occurred from a bd autoshield¿ duo safety pen needle after a patient puncture due to the safety mechanism not passively activating. There was no report of medical intervention.

Event description:
It was reported that a needle stick injury occurred from a bd autoshield¿ duo safety pen needle after a patient puncture due to the safety mechanism not passively activating. There was no report of medical intervention.

Manufacturer narrative:
Investigation summary: activation testing was carried out on the 6 returned samples from lot 7229888 and 24 samples from lot 7172630 and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that a needle stick injury occurred from a bd autoshield¿ duo safety pen needle after a patient puncture due to the safety mechanism not passively activating. There was no report of medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.